Manufacturer narrative:
(B)(6). The product was returned without the original packaging and no traces of blood on the exterior of the catheter. The one-way valve was also returned attached to the extracorporeal tubing. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. The evaluation confirms the presence of a flat catheter tubing as an as analyzed failure. This may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. Therefore, the root cause is found to be user related. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00619, a flattened tubing was found that was unrelated to the reported difficult/ unable to remove from packaging failure mode. There was no patient involvement.